Event description:
It was reported that the patient had mesh explanted. No details on any symptoms experienced prior to explant.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.